Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concern with all these results this is a replacement meter from ref ran (B)(4). Customer states that the new replacement meter is still high. Customer states that she run a blood test after several hours of eating and she is still getting high blood results 155 mg/dl. Customer states that her normal glucose range is 90-130 mg/dl fasting. Customer states that all the results are too high for her. Customer states that she will go her local diabetes endocrine center to see if this meter is the best meter for her. Control solution test was perform yesterday. Customer does not want a replacement meter at this time.